Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was not provided by the customer. The customer requested assistance with a complete set change. The patient was instructed on the proper procedures of filling the reservoir, purging air bubbles, and connecting the reservoir and set successfully. No details were stated about any significant events leading up to the alarm, as the customer stated that she had to go. Nothing further reported.